Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/17/2013 with the following findings: the keypad cover was found to be torn over the ok button. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to engage. The keypad buttons were also found to be hyper-responsive/scrolling. There was evidence of contamination found under all key contacts and the contacts were found to be inverted. Unrelated to the complaint, evaluation revealed a dim/faded and discolored display screen text that was difficult to read. A test screen was inserted and found to function properly with no visible signs of fading or discoloration of text. Also unrelated to the complaint, evaluation revealed a crack in the battery compartment below the finger pad and extended down to the primary seal. There was no moisture damage found inside the battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter noticed that the ok button has not been responding as usual for about a month ago. The information provided indicated that the button was hyper-responsive. It was reported that the patient has to press the button harder and more times to get it to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.